Event description:
It was reported patient had a temporary knee implantation with all competitor's product and an infection. After infection cleared up, doctor revised patient with a permanent knee replacement. Sales rep reported cemented stem trial 15mm x 50mm dislodged and was left in patient by mistake.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.